Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results obtained of 88, 82, 87, 90 and 84 mg/dl. The customer¿s expected fasting blood glucose test result range is 115-148 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification and is stored in the kitchen. The customer did have another vial of test strips that had been stored and handled correctly, lot number mw4080s, manufacturer's expiration date of 07/28/2021 (same lot number). During the call, a back to back blood test was performed by the customer fasting and produced test results of 116 mg/dl and 102 mg/dl using truemetrix air meter. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Sections with additional information as of 26-jun-2020: updated FDA's method, result, and conclusion codes. Meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.